Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Customer was subsequently hospitalized. Additionally, it was reported that occlusion alarms occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.